Event description:
The reporter stated the device was in use for infusion of vancomycin. The reporter stated after scheduled infusion was completed there was a remaining infusion volume resulting in an inaccuracy rate of 9.6%. No adverse effects reported.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.